Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir is able to lock in place when inserted into pump but it was very loose. The customer blood glucose level was unknown at the time of incident. The customer was advice to discontinue use of the pump and revert to a back-up plan per health care professional instruction. Advice the pump will need to be replaced. The insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with broken reservoir tube lip noted. The p-cap locks into the reservoir compartment properly noted.